Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists, "fixation method results in host bone damage/fracture¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 10713/10716. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of clinical study, gk9c vanguard xp early clinical evaluation (395). It was reported that a female patient underwent left knee replacement surgery on (B)(6) 2014. It was reported that during trialing the tibial island did not stay intact through full extension and it was reported there was a tibial plateau fracture observed intraoperatively. The surgeon reported that the implant was converted to standard vanguard implant per the surgical technique recommended in the event of the fracture. No further information was provided and patient's outcome is unknown. Attempts to obtain further information were performed, yet no additional information was provided.